Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board, due to error 243.4070. Replaced u4 on display board. A review of the device history record for sn (B)(4) was performed from 07/20/2016 to 9/11/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200229886 for medley - err 243-4070 which correlates to the customer reported issue. This will be escalated to cad management for further investigation. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the pump has error code 243.4070. There was no reported patient involvement.